Event description:
I am emailing to report a premature device failure. Cormet metal on metal hip implant with several subluxation episodes, elevated cobalt in blood, metallosis, raised and itchy rashes and a pseudo-tumor formation causing lymphatic swelling and blood flow problems. All requiring hip revision surgery on one hip, with (B)(6) that the other hip will hold out. I understand the cormet implant used in both of my hips is not on the list of call backs so I most likely will not have legal recourse at this time. I have been very sick since the surgery in 2009 and the surgeon who performed the revision could not rule out the kidney surgery I had in 2010 as a possible reaction from the failed implant and metallosis. Please do call me if you need more information. I would like to see that the use of all metal on metal hip implants be stopped! I was just recently told by the surgeon's office who performed the metal on metal procedure that the issue was being over sensationalized and that I was a part of a research study. I was not told this procedure was still being researched at the time of my surgeries in 2009 but rather told that it was a proven method to assure a long lasting hip replacement. The surgeon was dr. (B)(6) with (B)(6) orthopedics in (B)(6). He also left town the day after my surgery, and I was not seen by a physician during my stay in the hospital. Instead, I was placed in isolation due to a (B)(6) test, and rarely visited by any nursing staff. A physician's assistant who was not even associated with orthopedics discharged me on the 4th day. I had many severe subluxations beginning almost immediately after surgery. Thank you for your time, (B)(6). I do have the reports with names, but not able to put my hands on them at this time.